Manufacturer narrative:
(B)(4). Method: the actual device was not available for investigation or analysis. The lot number was provided; therefore, a review of the device history record (DHR) was conducted. Results: as the device was unavailable for an evaluation, testing methods could not be performed; therefore, results cannot be obtained. The device history record (DHR) was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: no conclusion can be drawn as the device was not returned for analysis. A lot number of the actual device was received and a DHR review was performed. The lot met process specifications, including the quality control acceptance criteria prior to release. If additional information pertinent to this event becomes available, a supplemental report will be filed. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device will not be returned to mfg.

Event description:
Fill volume: 400 ml. Flow rate: 8ml/hr. Procedure: abdominoplasty and flank lipo. It was reported that the infusion of a 400ml pump ended sooner than expected. The pump "ran out " in less than a day. The pump was filled in the or and the physician placed and set the pump himself. The incident was discovered when the patient paid a visit to the physician's office the next day. It was verified that the pump was still set at 4ml/hr; but, empty by the time the patient was seen in the clinic. The patient's current condition was reported to be stable; however had pain. Additional information received aug. 18, 2015: the pump was filled on (B)(6) 2015 at 7:30am with the fill volume estimated, and stored under room temperature. Infusion started: (B)(6) 2015 1200pm. Infusion ended: (B)(6) 2015 1200pm. Defect noticed on (B)(6) 2015 @ 1200pm. The device is not available for return.